Event description:
It was reported that the user experienced alert 38 indicating a motor stall that persisted after priming and rewinding shortly after placing the pump on the charger, and support advised charging to a higher level and, upon call back, changing supplies and restarting the pump with replacement if the alert persisted. Symptoms included no reported adverse physiological effects, and blood glucose was unaffected. Outcomes included no injury and no medical intervention. Investigation included troubleshooting guidance and plans for device and supply checks with potential device evaluation if the alert continues. Investigation of this case revealed a stalled motor alert associated with low battery conditions and not resolved by initial steps. It was concluded that the event involved a device mechanical stall without patient harm and that further assessment would proceed if the alert persists after supply change and restart.